Event description:
Additional information received identified the sensor is determined to be no longer viable.

Event description:
Additional information received identified the patient was able to take reading through sensor. The patient was advised to take consistent readings and is under observation.

Event description:
Additional information received identified the sensor is working as required.

Event description:
Additional information received identified the patient was recalibrated by echo where the mean was decreased to 14.2 mmhg which fixed the issue and the physician approved the received readings. The patient was also able to take readings at home.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the sensor implant procedure the sensor was unable to be calibrated due to signal acquisition issue. Troubleshooting was tried to no avail. The sensor is under observation.